Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy after of the femoral artery a diagnostic procedure. Reportedly, when the device was removed an anterior cuff miss occurred. A second proglide device was used; however, when the device was removed, no sutures were attached. A third proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Device #1: proglide, lot #72001-6h is being filed under medwatch MFR number 2953144-2009-00073. The device is expected to be returned for evaluation. The device has not yet been received.